Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to low amplitude myopotential oversensing while the patient was arguing. Provocative maneuvers were performed, and the low amplitude noise was not reproduced. The vector configuration was reprogrammed to secondary, and the conditional shock zone raised. Technical services recommended some additional troubleshooting and reprogramming but found no evidence to recommend a system revision. This s-ICD remains in service and no additional adverse patient effects were reported.